Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the food and drug administration via letter that the customer passed away in an unknown location. The cause of death was unknown but related to a high blood glucose incident. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl before the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The reporting party stated that the insulin pump suspended basal insulin delivery over night without the user pressing any button. No alarms went off since the pump was suspended, and the customer went about 9 hours without insulin, thus going high and dying the next day. The reporting party did not mention whether they would return the insulin pump for analysis.